Event description:
It was reported that the patient underwent a surgical procedure on an unknown date and suture was used. The needle pulled off during continuous suturing of the skin. The needle became stuck inside the patient's skin, and then it pulled off. The needle was easily retrieved during the same procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.